Manufacturer narrative:
Correction: h6 medical device problem code 141101 was erroneously entered on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombocytopenia / hematuria: the cause of the injury was not determined due to insufficient clinical details. High purge pressure: the cause of the high purge pressure was not determined due to lack of product and data logs returned for investigation. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria and a low platelet count. Heparin was discontinued and argatroban was started. The patient also experienced sudden low purge flow. Tissue plasminogen activator was added to the purge to resolve the issue. The patient outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿